Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed and would not release a clip. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Anti-backup failure. (B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional two unformed clips were fed. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The remaining clips were conforming according to our manufacturing specifications. Finally, the device locked out as intended but the orange indicator was not completely visible. These findings are not related with the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.